Event description:
Additional information was received from a manufacturer representative (rep). Caller noted the patient has had stim off since the shocking sensation and just turned back on today. Caller has checked system and nothing of note in programming session. Impedances look normal range- 800s. Patient noted she has received a battery pack in the past and we will be requesting a controller for the issue of group switching randomly. Patient called back and stated they were expecting to receive a replacement controller but only received the battery compartment door. Agent sent clarifying email to repair for the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported about a week ago their implant battery stopped charging and last night they were experiencing shocking in their body and legs and in their hand. Patient stated they took the battery out of the controller and that stopped the shocking. Patient noted they were in program c and it would change to program a on its own accord. The patient was redirected to their healthcare provider to further address the issue. Patient service sent an email to the field for visibility. Pt mentioned that they had received a new controller battery 4 months ago. Pt also made a comment that they first noticed that the controller was showing that the implant battery was at 80% and the controller battery was at 100%, but 2 days later the controller was displaying that the battery levels hadn't moved up or down at all. When normally they would have depleted in that amount of time. Patient called back in and stated thy had an appointment for tuesday, but their managing hcp redirected them to  to get into contact with a representative for reprogramming. Pt stated they had not heard from a representative yet.